Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving reading of 250 mg/dl on the sensor scan and experienced seizure and loss of consciousness. Customer had contact with the healthcare provider at the hospital who obtained a reading of 780 mg/dl on the hcp meter. Customer was diagnosed with diabetic ketoacidosis and was hospitalized and received unspecified units of insulin as treatment. There was no report of death or permanent impairment associated with this event.